Event description:
Allegedly, ceramic head broke into pieces on day post operative. At this point, the pt was up walking. In the resulting revision of the hip, an attempt was made to remove the modular neck with the appropriate barrel and t-handle extraction device. The neck taper would not release. In an effort to release the taper, the t-handle portion of the extraction device broke off in the modular neck. This forced the removal of the entire stem.

Manufacturer narrative:
Investigation is not complete. Add'l info has been requested from the user facility and the surgeon. Trends will be evaluated. This report will be amended when the investigation is complete. This event occurred in another country and is the same event as 1043534-2007-00200, 00201, 00202, 00204.